Event description:
The following was reported to hamilton medical ag: during ventilation of patient alarm "high oxygen" appeard on a regular basis. O2 calibration could not resolve the issue no patient harm

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).